Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose results accompanied by symptoms. The customer is concerned with results obtained of 142 and 183 mg/dl. The expected fasting blood glucose test result range is 125 to 148 mg/dl. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 142 and 183 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 5/21/2019 and open vial date is about 2 weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose results accompanied by symptoms. The customer is concerned with results obtained of 142 and 183mg/dl. The expected fasting blood glucose test result range is 125 to 148mg/dl. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 142 and 183mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 5/21/2019 and open vial date is about 2 weeks ago. The meter memory was reviewed for previous test result history: (B)(6).